Manufacturer narrative:
Per the field service representative (fsr), there was no functional impact. The customer used the speed control on the central control monitor (ccm). The fsr ran the pump and confirmed the reported issue to be the encoder knob assembly. After replacing the encoder, the unit operated to manufacturer specifications and was returned to clinical use. Laboratory evaluation confirmed the reported complaint. The shaft of the encoder was loose and could be pulled out from encoder. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the speed knob was loose. There was no functional impact. The device was not changed out, as they used the speed control on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per email from the field service representative (fsr), the encoder was replaced.